Manufacturer narrative:
Currently in the process of performing an evaluation. A review of the device history records, including the sterilization records, indicated that the mesh was processed and inspected according to procedures and no deviations were found. A follow-up report will be submitted upon completion of the evaluation.

Event description:
Physician placed a v patch with 2 prolene sutures and closed the fascia over the top. Pt came back post op after 2 weeks, bad tissue granulation, redness, no tissue incorporation. Tested, no infection, surgeon decided to remove due to lack of healing and incorporation.